Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was not working properly. A field service engineer replaced the scanner completely. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system scanner was not working. The customer tried restarting the station, but that did not resolve the issue. This incident resulted in a delay in giving patients their medication for about 30 minutes and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.